Event description:
It was reported that a potential underdose occurred while administering a prescribed multi-segment (wedged then unwedged field) radiation treatment. After depressing treatment start, the unit initiated a "start fault" condition during pre-start checks, and the user depressed the treatment start a second time. This resulted in the administration of 2 wedged treatments. The pt sustained no injury and the underdose will be compensated for by the practitioner during the next planned prescribed treatment session.